Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient stated they have a stimulator on the right side and they have not been able to use it. Patient stated the vibrations from the stimulator are making their muscles lock up. Patient they are not getting stimulation down to the legs. Patient mentioned they had a medtronic representative try to adjust it for them but they can't get in there to do anything. Patient asked to meet with mdt rep in their area. Agent reviewed representative role and redirected to healthcare provider. The patient was redirected to their healthcare provider to further address the issue. Patient stated their will speak with hcp.